Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 400 mg/dl. The customer experienced the high blood glucose and seeking a recommendation because they know that they were getting high blood glucose, because of bending cannula. The insulin pump will not be returned for analysis.